Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection and extrusion of receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient also underwent a revison surgery (surgical closure) on 2023 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 22, 2024.